Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of -12.00/1.0/82 (sphere/cylinder axis) into the patient's left eye (os) on (B)(6) 2022. Lens rotation was observed. Lens was repositioned and the problem was not resolved. On (B)(6) 2022 the the lens was exchanged for a spherical lens of the same size and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial with moisture. Lens returned with all footplates broken/damaged. Visual inspection found haptic broken. Unable to perform dimensional inspection due to haptic damage. Claim# (B)(4).